Manufacturer narrative:
Event date (B)(6) 2018. Date of report: 6dec2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer and confirmed that the unit worked when another battery was installed in the unit. A replacement battery was shipped to the customer and the customer installed the battery. The unit was plugged in over a weekend and the battery changed as expected. The device was placed into service.

Event description:
It was reported that a new unit logged a battery fail alarm when it was powered up. There was no patient involvement. The event date was not specified; estimate used.